Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) all conductors stretched on visual inspection. Damage at implant noted.

Event description:
It was reported that during implant attempt, when attempting to back-load a wire into the lead, the insertion resistance became very tight after the wire reached approximately the ring area, the doctor then removed the "dual curse" plastic straightener and tried to feed the wire freely, but this caused the inner coils to separate and the lead became scraped. The lead was not implanted and there were no patient complications as a result of this event.